Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device bd pyxis¿ medstation¿ es used in this incident, it was determined that multiple pockets in main drawer had failed and were not on the bus due to thermal damage of 1mm or less. A field service engineer removed and replaced the retractor band to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es was not detected on the communication bus. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h manufacturer narrative, imdrf annex codes, section b describe event or problem, section d device available for eval and returned to manufacturer. Correction: section d unique identifier (UDI) and medical device model and section g manufacturing location. The reported condition of device not detected on bus was confirmed by fse and subsequently confirmed in the dchu inspection process. According to work order # (B)(4) the fse reported that the issue was verified, main 2.1 multiple pockets failed/not on bus. The fse checked for debris, checked cables and connections. The fse found minor 1mm or less sized thermal damage, removed and replaced retractor band. The report was closed. During dchu visual inspection: p/n 353844-01: was received with signs of thermal damage on the copper strands. During dchu testing: p/n 353844-01: dchu testing was not required due to the thermal damage observed during the visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). The root cause of the complaint of a drawer failure was attributed to contact between adjacent copper strands of the assy retractor dwr hh cubie (p/n 353844-01) which led to the observed thermal damage.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not detected on the communication bus. The customer stated that there was a delay in the dispensing of medication. As per part investigation, it was determined that contact between adjacent copper strands of the assy retractor dwr hh cubie led to the observed thermal damage. There were no adverse events or injuries reported based on this event.